Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was discarded at the user facility and not available to send to the manufacturer for analysis; therefore, a product analysis could not be performed. The root cause is unknown.

Event description:
It was reported that the first embolization coil was successfully placed in the aneurysm. During placement of a second coil, the first coil came out of the aneurysm. An attempt was made to bring the first coil back into the microcatheter; however, the coil stretched down to the common carotid artery. A stent was used to affix the stretched coil to the vessel wall. There was no reported patient injury. The patient was discharged a week after the procedure. The patient's prognosis was reported to be favorable.